Event description:
The customer was admitted to the hospital for dka. The nurse stated that the reservoir was twisted and loose in the reservoir compartment. Troubleshooting was performed. The reservoir was placed properly, the nurse stated that the customer uses too much insulin to use a converter.